Event description:
It was reported to boston scientific corporation that a wallstent biliary stent system used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2012. According to the complainant, the patient anatomy was noted to be tortuous and the biliary stricture was not dilated prior to stent placement. During the procedure, when negotiating the tight stricture, the tip of the delivery system kinked and the outer sheath extended over the tip and became stuck. The stent failed to deploy at all inside of the patient. No other issues were noted to the device. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.